Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report further information regarding the event was requested but not received.

Event description:
During a procedure, there was a lost of curvature quality the device was replaced to complete the procedure. The patient was stable with no consequences, however a delay in procedure occurred.

Event description:
The procedure delay was approximately 15-20 minutes and was clinically significant.

Manufacturer narrative:
Additional information: d10, g4, g7, h2, h3, h6, h10. One agilis¿ nxt steerable introducer dual-reach was received for investigation. The reported event of deflection difficulties could not be confirmed. The sheath deflected in both directions when actuating the steering mechanism, and deflected in the correct shape with no resistance noted. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported deflection issue and subsequent delay remains unknown.